Manufacturer narrative:
Five (5) samples were received for evaluation. The samples were returned dry, unused, in open pouches, and with original caps attached to the connectors. A visual inspection with the naked eye noted four (4) cassettes with incomplete welds and one (1) damage molded cassette. The cause of the conditions were related to the welding and molding processes during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of five (5) returned homechoice automated pd set with cassettes, damage was found; four (4) cassettes had an incomplete weld and one (1) damaged molded cassette. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.